Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon would not properly inflate. Opened another spacemaker. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).